Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states stating that during service it was found that the device had a bent nose tube. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.